Manufacturer narrative:
Suspect medical device UDI (B)(4).

Event description:
It was reported that following initial vns lead and generator implant the patient developed an infection. The patient then underwent generator and lead explant surgery. Further follow-up found that a culture of the patient wound did not present with any growths. The patient parents were concerned the patient may have picked at the incision site which led to the infection. However this could not be confirmed. The manufacturing records of the lead and generator were reviewed and they indicated that both were sterilized prior to distribution. No additional relevant information has been received to date.